Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a malfunction of "pump occlusion" was confirmed by service. This condition was caused by faulty pump head module (phm). The phm was replaced to correct the reported condition. Additional information: the user interface module master software version of this device is 5.09.90. A service history review revealed no previous service events were related to the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
The device was reported to be available for evaluation but has not been received yet. Upon completion of baxter's investigation a follow up medwatch will be submitted. (B)(4)

Event description:
The facility representative reported to baxter largo technical services one colleague infusion pump with an occlusion. The reported condition occurred during power up. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. No additional information is available. The software version for this device is currently not known.